Manufacturer narrative:
Unit has not yet been received for investigation. Follow-up will be filed if necessary, based upon investigation results.

Event description:
It was reported that the unit has intermittent power. No patient involvement or adverse consequences were reported.